Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate hv therapy. The patient had paroxysmal atrial fibrillation with rapid ventricular response and intermittent atrial undersensing, which lead to the rate falling and delivering inappropriate therapy. Programming changes were made. Patient was fine post event. It was noted patient has terminal cancer and few days later the device was deactivated for palliative care.